Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was initially admitted for a mechanical fall which caused a right lower extremity (rle) fracture. The patient experienced a pump stop while using an orange ungrounded cable in the hospital. It was noted that the patient had a known short to shield (sts) and had been on an ungrounded cable at home. The patient heard no alarms and slept through the event with no symptoms. Ventricular assist device (vad) interrogation revealed the pump stop in the alarm history. No further alarms were noted. Log files were not obtained as the pump stop was attributed to progression of the known sts. The entire external portion of the driveline was replaced on (B)(6) 2022. The patient had an another pump stop on (B)(6) 2022 while on a grounded cable. Log file review showed a speed drop and then a pump stop. It was recommended that the patient utilize the ungrounded cable or battery power. There were no symptoms associated with the second pump stop. It was planned to continue monitoring the patient for additional alarms and pump stops while they recovered from orthopedic surgery. A pump exchange was being considered.

Manufacturer narrative:
Section b5: known short to shield is captured under MFR. Report # 2916596-2022-00599 manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events which appeared to be consistent with a potential issue with the driveline (dl); however, evaluation of the returned driveline did not confirm any wire damage that would have contributed to these events. The submitted log file captured transient low speed and pump stop events on (B)(6) 2022 while the patient was connected to the power module. Based on previous complaint experience, these events could be indicative of a potential issue with the dl. The distal end of the dl was returned, measuring approximately 16¿ from the controller connector (cc). Electrical continuity testing of the replaced dl in the condition that it was received found all wires to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the dl. Upon disassembly, microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The dl was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) until ultimately undergoing a pump exchange on (B)(6) 2022. The heartmate ii lvas instructions for use (IFU) outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook, rev. C, is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.